Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found outer insulation to be twisted consistent with procedure damage. X-ray examination found over torqued inner coil at the connector region consistent with procedural damage.

Event description:
During an initial implant procedure, increased pacing impedance and a loss of capture were observed on the right atrial (ra) lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.